Event description:
Decoded data was reviewed for the patient's device. No anomalies or unexpected values were seen from the decoded data. It was confirmed from the review that the high impedance gradually decreased to be within normal limits. It is known that new patient implants experience fluctuations in impedances due to the body and nerve adjusting to the newly implanted device. No further relevant information has been received to date.

Event description:
It was indicated during an implant surgery that a patient's device was indicated high impedance. It was reported that out of 12 interrogations, 7 interrogations showed high impedance. The final interrogation showed an impedance within normal limits. The lead pin had been checked to be fully inserted into the connector block, and the vagal nerve was checked to be properly irrigated. It was stated that the impedance readings gradually decreased though no particular troubleshooting was performed. Generator diagnostics were not performed to test the generator as no test resistor was available. Device history records were reviewed for the implanted devices. Both generator and lead were sterilized and passed all quality inspections prior to distribution. No additional relevant information was received to date.